Event description:
It was reported that during the laparoscopic colon resection procedure, the device malfunctioned, this occurred after a short time. Another device was used to finish the procedure, without any problems. There was no pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade cracked. The blade was also found to have a hot spot. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment.